Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that while removing her overtape the prongs on her sensor broke off. The patient's blood glucose at the time of incident was 543 mg/dl. Additionally, the customer required assistance inserting sensors since she had gone through issues with three sensors. The customer was walked through the insertion process. The three sensors were returned for analysis, including the broken one, and three replacement sensors were shipped to the customer.

Manufacturer narrative:
Failure analysis was unable to confirm the insertion needle complaint on two opened and partial used enlite sensors due to the insertion needles were not returned.